Event description:
The patient experienced shocking / jolting sensations from her device. Turning the stimulation down resulted in loss of therapeutic effect. Further information is being requested from the hcp.